Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving cl onidine (concentration 3000 mcg/ml, dose 499.1 mcg/day) and baclofen (concentration 50 mcg/ml, dose 8.319 mcg/day) via an implantable pump for multiple sclerosis and intractable spasticity. Per the print report a motor stall occurred on (B)(6) 2016 13:14 and recovered (B)(6) 2016 13:59. A pump refill was also performed on (B)(6) 2016. It was unknown as to whether the patient experienced any symptoms.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an health care professional. It was reported that on (B)(6) 2016, the patient had an MRI which caused the motor stall. The patient did not experience any symptoms associated to the motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.